Manufacturer narrative:
There were two lots of needles involved in this incident. Venous lot: 13e17; arterial lot: 13j12. Information in this report provided for manufacture date and expiration date, relate to the venous lot of 13e17. Manufacture date and expiration date for lot 13j12 provided below: manufacture date: 10/12/2013. Expiration date: 09/30/2018. Device not returned.

Event description:
Patient was undergoing outpatient hemodialysis therapy on (B)(6) 2014 at the diaverum mvz remscheid clinic in germany using an ak200s and revaclear 400 dialyzer and nipro avf needle. Patient was asymptomatic before the treatment with baseline blood pressure of 138/68 mmhg. Four hours into his treatment the blood pressure increased to 220/110 mmhg and he presented with nausea and vomiting. Subsequent to that, the patient was admitted to the hospital with abdominal pain and a temperature of 38.8 c. Blood samples upon admission revealed a drop in his hemoglobin from baseline 11.9 g/dl to 8.9 g/dl. He had an elevated bilirubin of 8.9 g/dl. An ldh >3200 u7l, a haptoglobin level of <0.2 and positive schistocytes in peripheral smear. His serum amylase and lipase were elevated as well as his crp. Patient was treated with corticosteroids, and an antibiotic for presumptive diagnosis of pneumonia. The patient remained in the hospital until (B)(6) 2014 when he was discharged home. During the hospitalization, he required 2 units of blood transfusion. No machine malfunction was identified. No defects were identified during manufacturing for the involved revaclear 400 and the bicart and no similar event was reported. There is significant clinical and laboratory evidence suggesting an acute hemolytic event. Acute febrile illness and diagnosis of pneumonia suggest a clinical and infectious basis for this hemolytic event.